Event description:
The customer reported the ventilator alarmed due to pressure sensor and data acquisition pcba adc reference failures. The customer reported the device was in use and there was no patient harm. Occurrences of a pressure sensors failure and a data acquisition pcba adc reference failure during use in normal ventilation operation may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer replaced the data acquisition pcb and the data acquisition pcb to motor controller pcb cable to address the reported problem. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Manufacturer received: 07/31/2014. The data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The 100a and 1008 error codes could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).